Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: bedside nurse was attempting to give IV medication calcium gluconate via port less tube - b braun pump kept saying " air in line" bubbles would not clear with priming; pump was changed and still read air in line. Tubing discarded. Delay in medication administration due to need to change IV tubing. Impact to patient: delay in treatment, under dosing of ordered medication / fluids. Action(s) taken changed out pump (isolate and send to bioengineering department), followed b braun tips to resolve alarms (air-in-line and occlusion), repeated priming to clear air, tubing replaced (triple bag and send to material management). Medication / fluid calcium gluconate. IV rate per protocol.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.